Manufacturer narrative:
Scope has been evaluated as a level 3 repair due to the distal damage, bent/dented needle, burned illumination fibers and broken internal optics. Due to the dented/bent needle, when the scope is entered into any of the sheaths it pushes against the sidewalls. During evaluation, could not reenact and confirm any metal shavings. Complaint cannot be confirmed. The complaint for "metal shavings" cannot be confirmed, however the damage to the scope has occurred from customer use and handling. A device history record (DHR) review was conducted for the reported serial number. The device was released meeting all specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during a myosure and hysteroscopy procedure on (B)(6), the physician observed metal shavings in the uterine cavity. The physician attempted to remove all the metal shavings using dilation and curettage but was not successful. The physician decided to abort the procedure at this point thus cancelling a novasure procedure scheduled. The status of the patient is unknown , the physician reported that he was not able to remove all the debris from the uterus. The patient did not receive additional surgery nor medication. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.